Event description:
It was reported that before use, during general check up, the cs300 intra-aortic balloon pump (iabp) unit shows electrical code 50. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit shows electrical code 50. There was no harm reported.

Manufacturer narrative:
Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit and suspected an issue with motor control pcb. The fse replaced the pcb, motor controller and all functions are working fine. Handed over the equipment to the customer in good working condition.